Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the capture threshold had risen to 6.5 v, 0.5 ms. The device was programmed to 4.5 v, 1.5 ms.

Event description:
Lead dislodgment was reported. The lead was replaced.

Manufacturer narrative:
Final analysis found that the ring cable had been stretched and its conductors were found wrinkled inside the connector boot. The lead insulation was abraded. The lead passed all electrical tests.